Manufacturer narrative:
Citation: pham t., et al. Implanted pacemaker and cardioverter-defibrillator in a patient with ectopia cordis. Heartrhythm case rep. 2020 feb; 6(2): 110¿113. Published online 2019 dec 11. Doi: 10.1016/j.hrcr.2019.11.003. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old female patient with ectopia cordis, repaired tetralogy of fallot and pulmonary atresia and a history of multiple cardiac surgical repair who underwent transcatheter implantation of a medtronic melody valve into the pulmonary artery conduit at 18 years of age (no serial numbers were provided). At 20 years of age, she required surgical revision of the melody valve due to stent fracture. No additional adverse patient effects or product performance issues were reported.